Event description:
On october 21st, the user contacted dario to report high blood glucose (bg) readings. The user reported that for a week, she received from her dario meter bg readings of over 500 mg/dl. The user stated that during a visit at her doctor's office, her bg level was tested and read approximately 230 mg/dl from the doctor's meter, compared to a bg reading of over 500 mg/dl from the user's dario meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.